Manufacturer narrative:
The glidescope titanium lopro t4 blade was replaced for the customer. The blade was returned to verathon for evaluation. The technical service representative confirmed the intermittent blurry image while testing the returned blade on a known good video monitor. Since there are no repairs available for the blades and the customer received a replacement blade the returned blade was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure using a glidescope titanium lopro t4 blade, the image was intermittent and blurry. The customer indicated the procedure was completed with a second titanium lopro t4 blade. However; the length of time to prepare the second blade was not reported. No harm to the patient was reported.